Manufacturer narrative:
The complaint is confirmed, the device was received with the flare detached. The flare was returned with the device. Flare is split length-wise. Very little adhesive residue is seen on the flare. Electrode insulation is cut and split on both jaws due to the jaws being retracted into the shaft with out the flare being in place. There was adhesive bond failure between the flare and the shaft.

Event description:
During a surgical procedure, it was noticed that a clear plastic sleeve slipped off of the cutting forceps into the pt. The piece was recovered with no pt harm.